Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) at l3-l4 and l4-l5 using cages, as well as posterolateral fusion (plf). The cages were packed with rhbmp-2/acs and autograft. Reportedly, sometime following surgery, the patient began to develop radiating pain to her arms and legs, severe back pain, nerve injury and bony overgrowth. Approximately two years later the patient underwent revision surgery.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following preop diagnosis: l3-4, l4-5 spondylosis with spondylolisthesis, left worse than right leg pain and left l5 synovial cyst. Procedure: 1) l3-4 and l4-5 decompressive laminectomy, gill type. 2) pedicle screw rod instrumentation, l3, l4, l5 bilaterally. 3) posterolateral arthrodesis with morselized autograft and rh-bmp2/acs allograft. Morselized autograft from the same incision from the laminectomy bone. 4) interbody cage placement at l3-4 and l4-5. 5) interbody arthrodesis at l3-4, l4-5 using morselized autograft and rh-bmp2/acs allograft at both levels. 6) intraoperative stealth neuronavigation 7) intraoperative fluoroscopy with o arm 8) intraoperative ssep, emg pedicle screw stimulation. Intra-op findings: successful decompression of the thecal sac and the transiting nerve root. There was also a synovial cyst present at l3-4 in addition to the one seen at l4-5. Perop: cages were selected and were packed with morselized autograft from the same laminectomy bone from the same incision and also rh-bmp2/acs allograft. The reference array was then placed on the l5 spinous process for the stealth for neuronavigation. Pedicle screws were placed at l3, l4, and l5 bilaterally using a pedicle probe, a tap, a ball-tipped probe to ensure that there was a medial lateral, superior and inferior wall. Dura morph was placed in the epidural space using an epidural catheter, threaded 10 cm cephalad to t he laminectomy exposure, 3 mg total.